Manufacturer narrative:
Further information was requested but not received.

Event description:
Automatic mode switch episodes were noted on the device. The cause is still being evaluated and programming changes assessed. The patient was in stable condition.